Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; disposed by hospital.

Event description:
"Depth gauge needle broke in half. While measuring for a screw the needle broke off during removal. No harm to the case or any significant issue".